Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month patient post-op CT showed the presence of an iliac limb occlusion with retrograde blood flow from the left hypogastric artery into the lower extremities. A re-intervention was performed on an unknown date which successfully resolved the iliac limb occlusion via thrombolysis treatment and implantation of a covered balloon expandable stent and two self-expanding stents. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
Based on a follow-up communication received from the distributor via the physician, the patient presented with a bacterial infection (non-device related) due to an infected hematoma following thrombolysis treatment for the occluded iliac limb at 1-month post-implantation. The trivascular stent graft was explanted 4-months post-implantation and a surgical graft was implanted in its place. One day following the surgery, the patient had a cold right leg which was successfully resolved with a fem-fem cross over and a bypass graft to successfully restore blood flow. As of the date of this report, there have been no additional patient sequelae reported. Not released from implant site.